Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based on the history analysis the pump had high power consumption. A defective component in the power supply path leads to a leakage current. Therefore, a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurs.

Event description:
On (B)(6) 2013, the patient reported that on (B)(6) 2013 her infusion device displayed an error when she attempted to bolus 20 units of insulin after lunch. She did not recall the error that was displayed. The device history shows it was a mechanical error. The patient gave herself an injection of 20 units of insulin. At 5:00pm she replaced the battery, infusion set, and insulin cartridge and the error did not reappear. At 11:00pm the device displayed e2 (battery empty) without first displaying w2 (battery low). On (B)(6) 2013, the device displayed e2 after the battery had been in use for only six hours. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for product evaluation.